Event description:
Reporter indicated that a fracture of the vns lead was found during surgery to replace the vns generator. Replacement of the vns lead and generator have taken place and attempts for the return of the explanted products are in progress. No x-rays were taken. No diagnostics were taken prior to the explant surgery. Attempts for further info are currently in progress.

Manufacturer narrative:
Device failure has occurred, but did not cause or contribute to a death or serious injury.